Event description:
It was reported, the patient had the spinal cord stimulation system explanted due to 2 percutaneous lead migrations. An attempt was made to replace the leads with a surgical lead but the physician was unable to place the lead in the epidural space. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead; product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead; product ID 37754 lot# serial# (B)(4), product type recharger; product ID 37744 lot# serial# (B)(4), product type programmer, patient; product ID 3550-39 lot# n318767, implanted: 2012 (B)(6), product type accessory. (B)(4).